Event description:
Additional information received from the consumer reported that the healthcare professional was notified of stimulation issue and related appointment dates included (B)(6) 2016. When asked about steps taken to resolve the stimulation issue, the patient responded ¿from right side to left side.¿ the patient further reported that the stimulation issue was resolved.

Event description:
A patient reported on (B)(6) 2016 stating that they had felt stimulation in both legs, but at the time were only feeling it in the right leg. They needed stimulation more the in left leg because that is where they had pain. There were no related trauma or falls, and the patient didn't know what may have caused it to change. The change in stimulation had occurred maybe 3 months prior, but they were not sure. The indications for use were spinal pain and chronic low back pain. The health care professional (hcp) reported that the implantable neurostimulator (ins) was not working. No patient symptoms were re ported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.